Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case, body fluid contamination in the lead barrels and evidence of electrocautery being applied directly to the back of the device case. A review of device memory noted 3 hardware resets with the last one being a system reset. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that direct application of electrocautery will cause the device to momentarily stop functioning.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, 3 seconds of pacing inhibition was observed during use of cautery. The patient was noted to be completely pacemaker dependent and the device was noted to have been programmed voo prior to the procedure. The physician then used shorter bursts of cautery for the remainder of the procedure and the device was successfully explanted and replaced. No adverse patient effects were reported.